Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited adhesive gap in the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: peeling-off of glue due to external impact resulted in a gap at the distal end. A definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use which state: it was confirmed that instructions for evis lucera jf/tjf type 260v operation manual chapter 3, ¿preparation and inspection¿ section 3.2, ¿inspection of the endoscope¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.